Manufacturer narrative:
Currently, this device is undergoing laboratory analysis. No additional information is available. If any new information is available or after analysis is completed, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) died in 2009, due to sudden cardiac death. The physician found out about the death and contacted a bsc representative to go interrogate the device for a save to disk before deactivating for explantation. The physician was concerned that this device may have contributed to the patient's death since it was implanted under the pectoral muscle and this ICD is under the subpectoral implants advisory communicated in 2008. It was discovered by the bsc representative that the ICD had been explanted at the hospital the patient was rushed to without it being first deactivated. The leads were cut during the explantation procedure, and the remainder of the defibrillation lead was left in situ and will not be available for analysis. The ICD was returned for laboratory analysis.